Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated opening on anterior and missing shell and orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage missing shell and orientation dot assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left side rupture. Silicone leaking out and migrating".

Event description:
Patient reported "implant rupture and silicone leaking out and migrating". Device remains implanted. This relates to the left side.